Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual examination of the stent found distal stent damage. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element drug eluting stent was selected however stent got lifted. The procedure was completed with another of the same device. The patient was stable without any complications.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element drug eluting stent was selected however stent got lifted. The procedure was completed with another of the same device. The patient was stable without any complications.